Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor board and the generator interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
It was reported that the system had a high ma (milliamps) error during a procedure with patient involvement, therefore this malfunction may have resulted in a possible aro. There is no report of injury or death associated with the event described in this complaint.